Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Field service engineer confirmed the customer installed the parts successfully. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.